Manufacturer narrative:
MDR 1219913-2025-00178 was initially filed on 03-oct-2025. Additional information (24-oct-2025): siemens concluded investigation for a customer complaint of observation of elevated atellica im total hcg (thcg) results on multiple patient samples which were discordant relative to clinical expectation. Siemens evaluated the instrument data and the information provided by the customer. Reagent and instrument issues were ruled out based on qc recovery and auto check data within acceptable limits. The atellica im thcg instructions for use states "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the available information, the cause of the discordant result was unable to be determined. A product problem has not been identified. Customer is operational; no further actions are required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated. In section e1, the customer name has been updated.

Event description:
The customer reported observation of elevated atellica im total hcg (thcg) results on multiple patient samples which were discordant relative to clinical expectation. The initial elevated results were reported to the physician(s) and were questioned. It is unknown whether any repeat testing was performed or if corrected reports were issued. The customer stated that the initial results reported ranged between 4 and 9 miu/ml, while clinically, thcg levels in premenopausal women are expected to be zero. There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A customer from outside the united states (ous) reported observation of elevated atellica im total hcg (thcg) results on multiple patient samples which were discordant relative to clinical expectation. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings". Siemens is evaluating the event.